Event description:
On (B)(6) 2025 the user reported five days of inaccurate dexcom g6 readings while using the ilet bionic pancreas. Blood glucose values ranged 40¿340 mg/dl. The sensor was replaced (B)(6) 2025 and calibrated. At report time, bg was 140 mg/dl and matched the pump. No hospitalization or lasting effects reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.